Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was returned.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 548 mg/dl (aviva) and 23 mg/dl (paramedics' meter). No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.